Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. During the evaluation of the device at the olympus service center, the b30 error (scope communication error) was found to be caused by a failure of the dp board (printed circuit board). The e300 error (connection detection error) was found to be caused by a worn scope socket. Based on the results of the legal manufacturer's investigation, the b30 error occurred due to a failure of the dp board. It is likely that the light source could not be turned on due to abnormal communication with the scope. The e300 error of the light guide occurred due to wear of the scope socket. Further review by the legal manufacturer determined the e300 error is not a reportable malfunction. There is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by olympus china that there was no power for the subject device. There was no report of patient injury associated with this event. The event did not occur during the use of the hospital. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated. E300 and b30 error occurred.